Event description:
It was reported that the ilet displayed an alert consistent with consecutive stalled motor and repeatedly prompted ¿change cartridge and tubing¿ but was unable to proceed after restarts and a supply change, indicating a mechanical malfunction during cartridge/tubing change. Symptoms included hyperglycemia with a reported glucose of 252 mg/dl and sleepiness/drowsiness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem identified with the device corresponding to the reported stalled motor behavior. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.